Event description:
During a colonoscopy, md removed a flat lesion at the cecum using a hot snare and then he was going to place an endo clip in the area. Endo clip was locked into the area and deployed but never came off the end of the deployment device. Tech kept trying to open and close the handle to get the clip off, but it was not coming off. Md did not want to pull on the deployment device with fear of perforating the patient's colon. Eventually, after about 5 minutes, the clip disconnected from the end of the deployment device.